Event description:
Pt augmented with lo-bleed silicone implants by surgitek. Following birth of child developed increased breast size and shape. Now has history of increased back pain, cervical pain, shoulder grooving and rashes secondary to lg pendular breast. Pt underwent bilateral breast reduction and implant removal. Implants were fine. Removed intact. No problems with implants at all.